Event description:
It was reported that the ilet device¿s screen was shattered, and the user transitioned to a backup therapy while a replacement was arranged. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included continued therapy without interruption and no medical intervention or hospitalization. Investigation included replacement logistics and data synchronization guidance, with instructions for device shutdown and inspection of the returned device. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.